Manufacturer narrative:
Patient information not provided. The product has a 5 year shelf life. No sample has been received for analysis. The 2-year complaint history was reviewed for the product's global sales code (gsc) of sxj and reported failure. No trends were observed. 3m will continue to monitor. Test results confirm the biocompatibility of nexcare¿ waterproof bandages for their intended use. In addition to performing clinical studies, 3m¿ monitors its medical devices with manufacturing controls, including in-process specifications, release specifications and testing. End of report.

Event description:
A female customer (age unspecified) alleged the nexcare clear waterproof bandage caused irritation to her right upper chest (shoulder area). The customer used the bandage on saturday (B)(6) 2020 to cover a large cut on her right upper chest (shoulder area). She reported that she cleansed the area with peroxide prior to applying the bandage. No tension was used to apply the bandage. The customer alleged the area was very painful, so she took off the bandage sunday (B)(6) 2020 around 2am. The customer alleged it was difficult and painful to remove the bandage, but she felt relieved once she was able to remove the bandage. She reported that her primary care physician (pcp) informed her that the irritation was an allergic reaction to the adhesive on the bandage. She alleged her pcp prescribed an ointment for the reaction (type/name of ointment was not specified). The customer alleged the reaction cleared but she still has a mark form the injury. The customer reported she's allergic to latex. No medical history or intervention reported.